Event description:
It was reported that the patient could not turn her therapy off and had to go to her healthcare professional's office. It was noted that she "suffered all night and all day". Her husband and daughter confirmed her therapy was off, but when they got to the physician's office, the device had turned itself on. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).